Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unable to verify keypad unresponsive and stuck button error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose was 247 mg/dl. The customer reported that the screen was not on only red light was blinking after she got it working after getting a stuck button error. The troubleshooting was performed for stuck button alarm. The customer was advised the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.